Manufacturer narrative:
This report is submitted on may 3, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection. The patient was reimplanted with a new device during the same surgery.